Event description:
Voluntary medwatch received states that the patient's lead was explanted due to a product performance issue and the lead is no longer in service. No additional adverse patient effects were reported.